Event description:
Caller, covidien account rep states the customer is experiencing difficulties with the syringe disconnecting from the pilot balloon luer connection easily during pretesting efforts. The caller confirmed no pt involvement. Size and model of the device have not been confirmed as of today.

Manufacturer narrative:
Covidien technical support team has requested confirmation of the product model/ID associated to this report. The caller reported that the sample may become available. Technical services has requested that if the sample does become available for analysis that the syringe used during pretesting be returned along with the tube. W/o the actual complaint sample/lot# a full investigation cannot be completed therefore we are unable to determine the cause for this specific event however, mfg controls are in place to detect related issues and to reduce the potential for occurrence during the mfg process. Info of this nature is included in our database and monitored through trending.